Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose rose to 256 mg/dl while wearing the pod on their arm for longer than 48 hours. It was reported that insulin was leaking from the pod. Reported symptoms include blurred vision, tingling sensation in hands, migraine, agitation and vomiting. The patient was treated with fluids; the type and route of fluids was not disclosed. The patient successfully applied a new pod.

Manufacturer narrative:
Correction to reportability: review of the complaint determined that the event does not meet reportability criteria. Analysis of the provided information deems no evidence of serious injury or reportable device malfunction has occurred. The medical event has been reported under insulet complaint (B)(4).

Event description:
Review of the complaint determined that the event does not meet reportability criteria. Analysis of the provided information deems no evidence of serious injury or reportable device malfunction has occurred.